Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) discussed with the health care professional (hcp) and recommended for a commanded shock for further lead evaluation. The hcp noted the physician will continue to monitor the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.